Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the unit was unable to cut. Engineering disassembled the event unit and observed a bend on the proximal end of one of the blades. Based on the condition of the returned unit, it is likely that the reported event was caused by the bend that was observed on one of the blades, which occurred at some point during the manufacturing process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: laparoscopy. Scissor didn't cut already at the beginning of the procedure. Opened a new device, it worked. Patient status: no patient injury. Type of intervention: change of device.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up evaluation will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopy. Scissor didn't cut already at the beginning of the procedure. Opened a new device, it worked. Patient status: no patient injury. Type of intervention: change of device.